Manufacturer narrative:
This complaint is being reported due to the following conclusion: after undergoing an unspecified da vinci-assisted surgical procedure, the patient was found to have a ureter that was unintentionally dissected. The damaged ureter required repair. However, at this time, the root cause of the operative complication is unknown. There is no allegation that a malfunction of the da vinci surgical system had occurred.

Event description:
It was reported that after performing an unspecified da vinci-assisted surgical procedure, the surgeon identified a ureter that was unintentionally dissected. The surgeon reportedly had to repair the ureter. However, at this time, the root cause of the operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.